Manufacturer narrative:
Device evaluation: the device evaluation of clso-7-9 of lot number c2174179 could not be completed as the device was not returned for evaluation. Photographic evidence was returned for evaluation. The review of the photo(s) determined the following: four images were presented, displaying both white and blue-colored stents. In images 1 and 2, the lumen of the white stent (from oacl kit) appears larger than that of the blue stent (standalone clso stent). Images 3 and 4 seem to depict an attempt to insert the stent into the introducer. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-7-9 device of lot number c2174179 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that (ifu0045) ¿this device is used to drain obstructed biliary ducts¿. In the precautions it¿s mentioned that ¿select the cook stent introducer system (if not included) in the appropriate french size¿ there is evidence to suggest that user did not follow the instructions for use and/or label. Abnormal use was identified as the device was used with oacl kit which is preloaded with the stent. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. The clso stent was used with oacl kit which is preloaded with the stent and intended for single use. According to the engineer's input, the clso-7-x stents are not compatible with the oacl-7-x device (the oacl device is preloaded with the stent). The lumen size of the clso stent within the oacl kit (0.070¿ ± 0.002¿) is larger than that of the clso stent alone (0.056¿ +0.001¿ / -0.002¿). Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. A definitive cause was identified. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. The clso stent was used with oacl kit which is preloaded with the stent and intended for single use. According to the engineer's input, the clso-7-x stents are not compatible with the oacl-7-x device (the oacl device is preloaded with the stent). The lumen size of the clso stent within the oacl kit (0.070¿ ± 0.002¿) is larger than that of the clso stent alone (0.056¿ +0.001¿ / -0.002¿). The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 6 may 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a 42-year-old female patient underwent an ercp procedure in which the cotton-leung biliary stents were used. The physician was going to insert two stents into the patient, but after the first stent was released, the second clso stent did not advance through the introducer. In response to the physician's complaint, 2 more clso stents and another complete oacl set were sent. However, the stents also did not fit into an introducer from a different batch. When looking at the lumen of the clsos (pr(B)(4), pr(B)(4)), they are smaller than the stent that comes in the complete kit and this prevents advancement into the oacl introducer.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Supplemental correction report is being submitted following the input on received on 07-apr-2025 regarding the engineering input confirming off label use and change in annex a code.

Event description:
A correction report is being sent from the engineering input on received on 07-apr-2025 confirming off label use. The annex a code will be corrected to address the off-label use of the device.